Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of piezo alarm triggered and abnormality on the display elements is confirmed. During the investigation, the piezo alarm triggered and waveforms were missing along with flashing red x's on the battery and helium icons. The root cause of the front end board failure is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. No further action required at this time. This will be monitored for any developing trends. Other remarks: for complaint related to the same device/event see MDR #3010532612-2019-00299 and tc #(B)(4).

Event description:
It was reported by the field service engineer (fse) during repair, that the central processing unit (cpu) was found locked up, the piezo alarm was going off, and there was no traces on screen. The fse could not operate pump at all. As a result, the front end board was replaced. There was no report of patient involvement or consequence.

Manufacturer narrative:
(B)(4). For complaint related to the same device/event see MDR #3010532612-2019-00299 and tc (B)(4).

Event description:
It was reported by the field service engineer (fse) during repair, that the central processing unit (cpu) was found locked up, the piezo alarm was going off, and there was no traces on screen. The fse could not operate pump at all. As a result, the front end board was replaced. There was no report of patient involvement or consequence.